Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide all of the specific steps taken during the cds process. Precleaning was performed immediately after the procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The device passed leak testing. The brushed points were instrument/ suction channel, suction cylinder and instrument channel port. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 5cfu. Bacterial identification: acinetobacter species. Sampling date: (B)(6) 2023. Sampling from: biopsy ch. Cfu: 3cfu. Bacterial identification: aeromonas hydrophila. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: bending section rubber glue separated. Scope body damaged suction cylinder scratched. Connector -scratched. Angulation less or specified value. Up down knob broken. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the colonovideoscope tested positive for 42 colony forming units (cfus)/endoscope of pseudomonas aeruginosa and stenotrophomonas maltophilia. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.